Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo (B)(4) will be reported by us, the legal MFR, arjo (B)(4) on behalf of our sales and distribution company in (B)(4), arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
As stated by the customer 2010 (B)(6): during toilet, the side support is open and the pt fell. There is no maintenance on this shower trolley. Corrosion of side support. Tech intervened on (B)(6).